Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down and would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down and would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a stryker field service representative (fsr). The fsr was unable to duplicate the reported issue. The customer received a replacement device.the device was returned to the stryker product assessment center (pac) for further investigation. Pac is unable to replicate any issues while testing the device. No root cause could be determined.